Event description:
Per the hosp, "catheter separated inside of guide catheter at the y adapter." After internal MDR re-review based on analysis results bsc now considers this even to be a "malfunction that could cause or contribute to injury if it were to recur."